Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a battery out limit alarm during normal use and a failed battery test alarm when changing battery. Customer's blood glucose was 183 mg/dl. Troubleshooting was performed for both alarms and customer was advised that battery cap would be replaced.